Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) gentamicin and ip ceftazidome (doses, frequencies and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.